Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead was dislodged. During lead revision procedure, it was noted that the lead helix was unable to extend and torque was not transferring through the lead. The lead was explanted and replaced. The patient was stable.